Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call display anomaly on the insulin pump. Customer¿s blood glucose level was 151 mg/dl. Troubleshooting for display anomaly was performed. Customer¿s parent advised the display flashed white and the insulin pump alarmed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with critical pump error due to moisture damage on the electronic assembly. Unable to verify missing segments, partial display, flashing display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No alarms noted in the pump history or long trace are generated the result of critical pump error.